Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
During extraction of the s-rom triangle miller, the "t" portion of the handle broke off as the surgeon tried to back-slap the piece out of the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the t-handle broke at the cross pin area. The root cause appears to be a combination of product design and heavy usage. A two-year search of the complaint database did not identify a trend for this product code. The date code mt1108 indicates the instrument was manufactured in november 2008. No corrective action taken. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.